Manufacturer narrative:
Both 510(k) #'s for this product code: k061876 & k050739. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Per (B)(4) programmer overheating

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The programmer was returned and evaluated. The programmer was inspected by the codman repair department. This programmer was reset and passed all testing. The issue reported by the customer could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.